Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp), a physician, stated that the patient got pump medication changed yesterday and they arrived at the emergency room over sedated and requesting a manufacturer representative to turn down the pump. The manufacturer's technical services specialist (tss) asked if they had more information and the hcp did not. Tss provided number for the national answering service to page local manufacturer representative.2025-04-23 (B)(6) (hcp); additional information was provided from a healthcare provider (hcp) stated that according to the hospital record, the patient was diagnosed with pneumonia and altered mental status. The patient took oral pain medication and went unresponsive. The patient responded to narcan and CT scan was obtained. The physician could not find any documentation that shows that the pump settings was oversed. The patient was discharged to their house on (B)(6) 2025. The patient had not be able to. The patient was scheduled to the office visit for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient overtook oral medication while the pump was infusing at the programmed rate. The pump settings were turned down to minimum rate mode and the patient was given narcan. The oversedation resolved and the patient was doing well. The pump was left at minimum rate and the patient was prescribed oral medication.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.